Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 362 mg/dl and it was addressed with a bolus as well as a manual injection. During troubleshooting with tandem's technical support, it was determined that the luer lock connection was loose and that the customer smelled insulin. The customer connected a new infusion set at the luer lock and resumed insulin delivery.